Manufacturer narrative:
No photos or samples returned for investigation. Without a returned photo or sample, and investigation cannot be performed.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on various dates in november and december of 2023 and involved a 15 cm (6") appx 0.35 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer where it was reported the coupling is loose on the svk/pvk and cannot be screwed on. The defect was visible, and the location of the defect was in luer lock. After use of the product cracks were detected. The type of medical practice was intensive care ward and it was stated that the patient was treated with painkillers. There was a patient involvement but no patient harm.